Event description:
As reported by the equinoxe shoulder study, the 61-year-old white female had a left tsa on (B)(6) 2016. The patient presented with aseptic glenoid loosening on unk-unk-2023. The patient had not been seen since 2021. Limited information available. Appeared to be aseptic glenoid loosening. The patient underwent a standard total revision surgery on (B)(6) 2024 and the outcome of this event is considered resolved. The case report form indicates that this event is possibly related to the device and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-10 - equinoxe humeral stem primary press fit 10mm : 4363686 300-50-45 - 4.5mm short rep plate : 4374894 310-00-41 - xs humeral head, 41mm xs offset humeral head : 3601564 300-20-02 - equinox square torque define screw drive kit : 4531078 (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.